Manufacturer narrative:
(B)(4).the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was originally treated in (B)(6) 2015 with an open reduction internal fixation (orif) of a left bicondylar. The patient later developed a non-union of the left bicondylar fracture due to failed hardware, resulting in some devices being explanted on (B)(6) 2016. The patient was reported to be asymptomatic due to, two (2) broken screws that were found. An additional broken screw was identified, however the surgeon decided not to remove it. The (3) broken screws were in the left tibia but not in the area of the non-union. Two (2) of the three (3) broken screws were replaced with new synthes hardware. The revision procedure was successfully completed. This report is to supplement medwatch user facility report# (B)(4), a copy will be included with the report; the information contained within is only information that was not reported and/or information incorrectly reported. This is report 1 of 3 for (B)(4).